Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes, as well as experiencing low pacing impedance. No intervention has been performed. The patient's condition was stable.